Event description:
Same case as #6000089-2005-01936, 01937, 01938, 01939, 01940, 01941, 01944, 6000093-2005-01478. Post a coronary drug eluting stenting treatment procedure, two thrombosis events occurred on separate days. During the initial procedure, the pt received 6 taxus express2 drug eluting stents. Two stents were placed in the mid right coronary artery (rca) and 4 stents were placed in the proximal to distal circumflex (cx) artery. Both vessels were described as diffusely diseased with >85% stenosis, severe tortuosity and severe calcification. Two days later the pt returned to the ccl after complaints of chest pain. Angiography showed sat in both lesions. Three more taxus express2 drug eluting stents were placed. The location of each stent is unk. The pt was to be discharged three days later but they decided to bring the pt back to the ccl to check the vessels. The pt had been pain free and on integrilin over the weekend and continued prior to going to the ccl. The integrilin was discontinued but it is unk when it was dc'd. During this follow-up procedure, clots were found again. Ivus was used, the rca was ballooned and an export thrombectomy device was used in the cx. Clots reformed again almost immediately and the pt was sent to surgery for bypass. It was further reported that the patient was discharged and was in satisfactory condition.

Event description:
It was further reported that the patient was discharged and was in satisfactory condition.